Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. An ezprime and ezcarb bolus were performed and the calculations were performed manually as well and the pump was found to be calculating the correct bolus dosages. The pump iob duration was set to 1.5 hours and a test bolus was performed; after 1.5 hours the insulin on board was found to be correctly reflecting 0.0 units iob. A 24 hour duration test was performed at a rate of 1 unit per hour and the pump correctly reflected 24 units at the end of testing. A flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint the battery compartment was found to be cracked below the bumper pad. (B)(4)

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump did not appear to be subtracting the insulin on board from the bolus calculations resulting in a blood glucose of 45 mg/dl with dizziness, shakiness, and numbness in the lips. This report is made based on the allegation that the patient experienced hypoglycemia related to a bolus calculation issue which remained unresolved by troubleshooting.